Event description:
Following the implantation of a stent. The physician attempted to withdraw the balloon and guide wire and resistance was noticed. Reportedly, inspite of careful manipulation the tip of the wire broke off and remained lodged in the pt. Pt was taken to surgery for bypass and removal of the wire fragment and is reported as doing well. The device is being returned.